Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump usb port was observed to be damaged, and a part of the usb cable broke off inside the port resulting in the customer not being able to charge the pump battery. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and tandem-provided wall power adapter. The customer's blood glucose level was 121 mg/dl. The customer reverted to manual injections for insulin therapy.